Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the u612 processor was not producing an output. The cause of the incoming test failure is the defective processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for an unrelated reason, a reportable problem was found. The monitor failed incoming testing.